Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that during a pulmonary vein isolation paroxysmal atrial fibrillation procedure, a versacross connect for faradrive was selected for use. The versacross radio frequency wire was being used as a starter wire, however there were some tension noted. The wire was inserted through non-boston scientific introducer metal needle. The damage was noted initially when advancing the wire into the groin. When entering the superior vena cava (svc), it looked a little off but was not clear. The transseptal was performed however it was noticed that the wire was curling in a strange manner. When the wire was pulled out, the coating was peeled off. The procedure was completed and no patient complications occurred. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. However, the reported allegation was confirmed based on media provided, as the rf wire was damaged. If there is any further relevant information from that review, a supplemental medwatch will be filed. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. Correction to the initial MDR in block(s) init rptr also sent rep to FDA (e4), in section e - initial reporter.

Event description:
It was reported that during a pulmonary vein isolation paroxysmal atrial fibrillation procedure, a versacross connect for faradrive was selected for use. The versacross radio frequency wire was being used as a starter wire, however there were some tension noted. The wire was inserted through non-boston scientific introducer metal needle. The damage was noted initially when advancing the wire into the groin. When entering the superior vena cava (svc), it looked a little off but was not clear. The transseptal was performed however it was noticed that the wire was curling in a strange manner. When the wire was pulled out, the coating was peeled off. The procedure was completed and no patient complications occurred. The device is expected to be returned for analysis.